Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer ran all checks and tests on the unit and no leaks were identified. The customer stated that after troubleshooting, no issues were found with the ventilator and it was returned to service.

Event description:
It was reported that during transport the ventilators oxygen tank emptied too quickly. There was no patient harm reported. The event date was not specified; estimate used.